Event description:
It was reported the bd needle eclipse 25x1-1/2 rb needle was clogged / blocked the following information was provided by the initial reporter: it was reported by customer that when injecting a patient's foot/heel needle (25g x 1.5 inch) would not inject medication (depo medrol and lidocaine). She attempted to readjust the needle and pull the plunger back several times, but medication would not deliver. Needle withdrawn intact. New needle applied and injection given. Resistance still presents with injection, but able to complete injection. Both needles from the same lot#1274891 bd eclipse. Verbatim: rcc received a complaint via email. Email(s) attached. Account name: (B)(6) hospital. Gpoid: h004458. Coid: a1610. Contract number: 687. Manufacturer: bd medical. Dear vendor, please review and provide a response to the product quality issue reported. Please contact the facility directly for details, sample collection and resolution. When the investigation has completed, please provide healthtrust with a copy of the final letter in order to close out the ticket in the healthtrust database. I will follow up with you for a status update in a couple of weeks. Facility contact:(B)(6). Department: materials management. Email: (B)(6). Product description: needle safety 25ga 1.5in orange metal hypodermic regular bevel bd eclipse sterile latex free disposable origin of the issue: nursing. Detail: injecting a patient's foot/heel when needle (25g x 1.5 inch) would not inject medication (depo medrol and lidocaine). She attempted to readjust the needle and pull the plunger back several times, but medication would not deliver. Needle withdrawn intact. New needle applied and injection given. Resistance still present with injection, but able to complete injection. Both needles from the same lot#1274891 bd eclipse. Number of occurrences: 1.0. Sample available: true.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 305767 , batch number#: 1274891. It was reported by customer that when injecting a patient's foot/heel needle (25g x 1.5 inch) would not inject medication (depo medrol and lidocaine). She attempted to readjust the needle and pull the plunger back several times, but medication would not deliver. Needle withdrawn intact. New needle applied and injection given. Resistance still presents with injection, but able to complete injection. Both needles from the same lot#1274891 bd eclipse. Verbatim#: rcc received a complaint via email. Email(s) attached. Please review and provide a response to the product quality issue reported. Please contact the facility directly for details, sample collection and resolution. When the investigation has completed, please provide healthtrust with a copy of the final letter in order to close out the ticket in the healthtrust database. I will follow up with you for a status update in a couple of weeks. Product catalog number: 305767. Product description: needle safety 25ga 1.5in orange metal hypodermic regular bevel bd eclipse sterile latex free disposable. Origin of the issue: nursing. Detail: injecting a patient's foot/heel when needle (25g x 1.5 inch) would not inject medication (depo medrol and lidocaine). She attempted to readjust the needle and pull the plunger back several times, but medication would not deliver. Needle withdrawn intact. New needle applied and injection given. Resistance still present with injection, but able to complete injection. Both needles from the same lot#1274891 bd eclipse. Number of occurrences: 1.0. Sample available: true. Lot number: 1274891 bd eclipse. Reply: · what is the date of event? 02-12-2024. · please share the material & lot number. Part #305767, lot#1274891 . · describe any patient harm, injury, complication or negative outcome that occurred because of the event. None.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. Current control there is a visual inspection on clogged needle at the qa outgoing inspection and visual inspection on clogged needle at the assembly in-process inspection. Actual root cause could not be determined as sample returned pass the visual inspection on clogged needle.